Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. (B)(4). This report will be amended when our investigation is complete.

Event description:
It is reported that the broach was noticed to be missing teeth during cleaning. It is unknown at this time when the broach was damaged, but review of radiographs for the last patient where the instrument was known to be used found no evidence of instrument fragments.

Manufacturer narrative:
Visual inspection confirmed that the teeth had fractured off on one side of the broach. Hardness test was performed on the device and found device to be within specifications. The lot was manufactured on jan 29, 2013 and has therefore been in the field for more than three years and eight months. It is unknown for how many times the device was used. Dimensions were found conforming to print specifications where measured. Review of the device history records did not find any deviations or anomalies. This device is used for treatment. Per the persona knee system surgical technique, ¿make sure that the cemented tibial broach inserter/extractor handle remains flush against the cemented tibial sizing plate and in full contact with the cemented tibial sizing plate and that the cemented tibial broach inserter/extractor handle does not tip during impaction. The orientation of the cemented tibial broach inserter/extractor handle is important to ensure proper and complete broaching resulting in full seating of the tibial implant on the bone." Instrument/provisional use and care package insert indicates that ¿breakage can occur for instruments subjected to high loads or impacts¿. A definitive root cause cannot be determined with the information provided.